Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Account alleges that part of the sheath tubing was broke off in the patient's body during avf procedure. Broken part was retrieved successfully. No patient injury.